Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1563) on 20-oct-2015. The most recent information was received on 05-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strange painful symptoms / unidentifiable pain') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("uterus lining (behind the scar tissue) filled with fluid/huge blood blister/hematomatra") and arthralgia ("hip pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with chiro and accupuncture and surgery (hysterechtomy, ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cholecystectomy and uterine haemorrhage outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for cholecystectomy with essure. The reporter considered arthralgia, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hematometra . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strange painful symptoms / unidentifiable pain') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("uterus lining (behind the scar tissue) filled with fluid/huge blood blister/hematomatra") and arthralgia ("hip pain") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with chiro and acupuncture and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cholecystectomy and uterine haemorrhage outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for cholecystectomy with essure. The reporter considered arthralgia, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hematometra . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added hip pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-oct-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strange painful symptoms / unidentifiable pain') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("uterus lining (behind the scar tissue) filled with fluid/huge blood blister/hematomatra"), arthralgia ("hip pain") and dental caries ("she never had any cavities before essure") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with chiro and accupuncture and surgery (hysterechtomy, ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cholecystectomy, uterine haemorrhage and dental caries outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for cholecystectomy with essure. The reporter considered arthralgia, dental caries, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hematometra. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received event "she never had any cavities before essure" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.